Event description:
The clinician reports that the day the implant was placed in ada 14 of the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.